Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the attempted left ventricular lead implant, the guide wire perforated the heart. The physician stated no allegations against the product and the performance did not cause the issue. The patient was monitored after the procedure and was deemed stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2018-02807. The same issue was previously reported as 3008452825-2018-00055.